Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation surgery, the cartridge split during advancement. Hence it was removed from the eye and the lens was reloaded into a different cartridge and the surgery was completed successfully using the same lens.

Manufacturer narrative:
The used company cartridge was returned taped inside the opened pouch. The used company cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. The nozzle had a crack top center, which split as it entered the thinner tip. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the observed damage may be related to a failure to follow the instructions for use (IFU). The company cartridge nozzle was cracked on the top, which split as it entered the thinner tip. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. In addition, there did not appear to be adequate viscoelastic in the cartridge. Top coat dye stain testing was conducted with acceptable result. Split tips may occur due to: room temperature too cold/cold ophthalmic viscosurgical device (ovd) plunger advancement speed too fast inadequate ovd placed in the cartridge. The IFU instructs to use the company¿ cartridge at operating room temperatures between 18 degree c (64 degree f) and 23 degree c (73 degree f). The IFU instructs to completely fill the cartridge with ovd (that has been allowed to come to room temperature) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the intra ocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. During lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(6).